Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no damages. The sensor failed continuity testing due to an open across all electrodes. Functional testing could not be performed as the sensor was returned used.

Event description:
The customer reported that the psi value was too high. No patient impact or consequences were reported.